Manufacturer narrative:
It was not reported if the device would be returned for analysis. Additional information is being requested. (B)(4).

Manufacturer narrative:
Additional information was received that the patient had a bleeding issue in the back of the ventricle, unrelated to the ring. In the physician's opinion there was no issue with the ring. To alleviate the bleeding the ring and chordae had to be removed. The ring will not be returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this annuloplasty ring was explanted one day after its implant. No subsequent adverse patient effects were reported. No additional information was immediately available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.